Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined due to patient privacy and health insurance portability and accountability act (hipaa) regulation. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s eye. One of the haptics was broken off. The iol was removed and replaced with the same model and diopter. The new lens was inserted and the procedure was completed successfully with no issues. The customer pondered if the lens was missing the haptic or was the haptic torn off when injecting it into the eye. They could not find the haptic in the injector or anywhere else. There was no injury to the patient. No complications such as a capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.